Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed there was a type ia proximal endoleak. The patient was treated with a 36x49 endurant cuff and the type ia endoleak was reported to be resolved. Per the physician the cause of the type ia endoleak was due to disease progression as the aortic neck measured 31mm. No additional clinical sequelae were reported and the patient is fine.